Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a stent dislodgement occurred. The 95% stenosed lesion was in-stent restenosis of three non bsc stents that had been placed in the obtuse marginal artery (om), approximately one year prior. A second lesion was located in the 80% stenosed right coronary artery (rca). The physician first treated the lesion in the rca by deploying a 4.0x16mm taxus liberte' drug eluting stent which reduced the stenosis to 0%. A 2.25x16mm taxus liberte' atom drug eluting stent was advanced to the lesion in the om, but could not cross. The guide catheter was exchanged and the lesion was predilated with a 2.0x15mm apex balloon to 14 atms for 30 seconds. The physician then attempted to advance the 2.25x16mm taxus liberte' atom drug eluting stent a second time to the lesion, but was having difficulty crossing the multiple previously placed stents in the bypass graft. The wire prolapsed out of the bypass graft and the device was retracted back into the catheter. When the device was removed from the patient, it was noted that the stent was no longer on the delivery system. Full body flouroscopy was used; however, the physician could not locate the dislodged stent. The lesion in the om showed 35% residual stenosis and the physician elected to end the case at this time. No further patient injuries or complications occurred. Patient status is satisfactory.

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a stent dislodgement occurred. The 95% stenosed lesion was in-stent restenosis of three non bsc stents that had been placed in the obtuse marginal artery (om), approximately one year prior. A second lesion was located in the 80% stenosed right coronary artery (rca). The physician first treated the lesion in the rca by deploying a 4.0x16mm taxus liberte¿ drug eluting stent which reduced the stenosis to 0%. A 2.25x16mm taxus liberte¿ atom drug eluting stent was advanced to the lesion in the om, but could not cross. The guide catheter was exchanged and the lesion was predilated with a 2.0x15mm apex balloon to 14 atms for 30 seconds. The physician then attempted to advance the 2.25x16mm taxus liberte¿ atom drug eluting stent a second time to the lesion, but was having difficulty crossing the multiple previously placed stents in the bypass graft. The wire prolapsed out of the bypass graft and the device was retracted back into the catheter. When the device was removed from the patient, it was noted that the stent was no longer on the delivery system. Full body fluoroscopy was used; however, the physician could not locate the dislodged stent. The lesion in the om showed 35% residual stenosis and the physician elected to end the case at this time. No further patient injuries or complications occurred. Patient status is satisfactory.

Manufacturer narrative:
(B) (4). (B) (4).

Manufacturer narrative:
Device evaluated by manufacturer - returned product consisted of a taxus liberte (otw) stent delivery system (sds) with no stent. Blood was visible in the distal and midshaft of the device which is consistent with the reported information that the device was used. It was determined that the tip was damaged and the stent was no longer present on the sds. The returned catheter was visually, tactilely examined along the entire length and the only damage seen was on the distal end. The distal end was further inspected under magnification and found that the balloon was tightly folded and the stent impressions were present on the surface of the balloon between the marker bands, indicating the stent was appropriately positioned and crimped to the balloon in manufacturing. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications the most probable root cause classification is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).